Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent decompression and fusion at t2-t9. During surgery, the center nut of the crosslink snapped off while torque was being applied. No fragments of the product remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis results: visual microscopic the outer ring/lip of the center nut has been sheared off from the nut being over torqued and driven down into the body of the crosslink. Testing with the torque limiting driver that was returned indicated it was functioning properly and not capable of producing the torque needed to shear the ring. If information is provided in the future, a supplemental report will be issued.